Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other device condition could have contributed to the patient's hyperglycemia and hospital visit. No qualification records could be reviewed as no product lot number was reported. The omnipod user guide warns "if your reading is about 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia" and "'high blood' glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "any time your blood glucose is low, treat it immediately. Check it every 15 minutes when you are treating, to make sure you don't over-treat the condition and cause blood glucose levels to rise too high."

Event description:
The patient reported low blood glucose on the evening of (B)(6), which she treated by snacking (2 oranges, a small bag of chips, and some frosting). She did not test bg again until the next morning, when her bg read "high" (>500 mg/dl) at 10:15 am, which she corrected with a 3 unit bolus. Ten minutes later, she got the same result and gave the same treatment. By 10:47 am her bg was down to 322 mg/dl which she corrected with a 4.3 unit bolus. While at the dermatologist (no time reported) she began vomiting and paramedics were called. He bg read "high" (>600 mg/dl) on their meter, but they did not treat her. She gave herself 7 units of insulin by injection, but her bg did not improve, so her husband drove her to the hospital. She was treated in the emergency room with IV fluids, insulin and anti-nausea medication. The pod was deactivated by 11:37 am and was removed and discarded at the hospital. At the time of her call her bg was 180 mg/dl, she was feeling better and expected to go the next day.